Manufacturer narrative:
Reliability analysis inspected 1 opened and used infusion set and performed hand prime using a new lab reservoir and found occluded at p-cap connection section. Analysis was unable to confirm if the customer received the infusion set occluded due to customer returned the infusion set opened and used. Also performed visual inspection and found infusion set with bent cannula. Analysis was unable to confirm if the customer received infusion set damage due to customer returned the infusion set opened and used. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's son reported via phone call that they received a no delivery alarm. The customer's blood glucose was 82 mg/dl at the time of incident. The customer's son performed fixed prime and the insulin did exit. The customer's son stated that they found that the cannula was bent after removing the infusion set. The infusion set will be returned for analysis.